Event description:
The ventilator alarmed and shut down while in use on a pt. The customer reported there was no pt harm. The ac power cord was not fully seated into the back of the external battery. Upon his evaluation, the service technician reported power cord had already been reseated to correct the problem. The service technician verified the connection of the power cord to the external battery was satisfactory. Extended self testing (est) was performed, and passed per operating specifications.